Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm monopolar curved scissor instrument jaws locked up and the instrument became stuck. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the monopolar curved scissor instrument jaws were not locked on any tissue, the scissor head became stuck while it was flexed to approximately 90 degrees. The instrument was unresponsive to manual winding of upper gears. The mcs instrument was only removed through the trocar, after it was manually manipulated by the surgeon. The mcs instrument was inspected prior to use and there were no damage noted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm monopolar curved scissors (mcs) instrument and the mcs tip cover accessory involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Due to the condition of the mcs instrument, in-house testing could not be performed. A review of the logs showed no failures. Additional observation not reported by site were also identified: the mcs instrument was found to have a broken grip cable at the distal idler pulley, spun freely and did not exhibit any damage. The root cause of the broken instrument grip cables at the distal is attributed to a component failure. The instrument was found to have a broken pitch cable at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. A visual inspection was conducted for the mcs tip cover accessory and it was found to have tearing at the clear silicone mouth and at the mid section, measuring from 0.094¿ to 0.256¿ in length. There were no signs of thermal damage present at the end of any tears. Tears at the mouth are most commonly caused by repeated thermal and mechanical stresses. The tears any where else other than the mouth are attributed to a component failure. Verification of the accessory product via system logs cannot be performed because accessory device product details are not captured in the system log. A review of the site's complaint history found that there were no other complaints for this product or this event. No image or video of the procedure was provided for review. This complaint is being reported based on the failure analysis findings. The mcs tip cover accessory had a tear at the clear silicone mouth and at the mid section. In the event the tip cover is compromised, it is possible for energy to discharge in an area other than the instrument tip. Per the I&a user manual "it is important to exercise caution when using a energized endowrist monopolar curved scissors instrument to help avoid unintended contact with tissue adjacent to the area to be cauterized." "Failure to follow these precautions will result in electrical arcs from the wrist and alternate site burns. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date for section is not applicable. Field is not applicable because the product is not implantable. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable. Field is blank because sufficient product information was not available to obtain the date of manufacture.